Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to high blood glucose. Customer¿s blood glucose was over 600 mg/dl. The customer treated with the insulin pump, lactated ringers and 0.9 % of sodium chloride. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.